Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, the pump¿s battery life was shorter than expected and the issue had occurred with multiple batteries. The reporter noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission, 08/05/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/21/2015 with the following findings: the black box data from date of the alleged issue has been overwritten due to continued use of the pump. The current black box showed no evidence of short battery life. There was a battery compartment crack observed below grip pad. The pump's current draws were within specifications. The alleged issue was not duplicated during the investigation. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.